Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a perclose at device after a percutaneous coronary interventional procedure. Reportedly, the device deployed unsuccessfully and approximately 20cm of the black plastic portion of the device had sheared off at the transition zone. The portion of the device was retained between the left common femoral artery and into the distal abdominal aorta. The right common femoral artery was accessed and the portion of the device in the patient was ensnared and removed successfully. Manual arterial compression was applied to achieve hemostasis at the left groin and a non-abbott device was used to achieve hemostasis in the right groin. There was no reported adverse patient sequela. No clinically significant delay in the procedure or therapy was reported. It was reported that the physician is trained in the use of the perclose at device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The analysis of the returned device found that the guide was broken at the anterior needle slot and the distal end of the guide tube was bent. Although, not reported, this type of damage is consistent with advancement of the device against resistance and a high angle of insertion. The perclose instructions for use states: do not advance the device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the device should be avoided, as this may lead to significant vessel damage and/or breakage of the device. The daily lot testing for guide strength was acceptable. Patient anatomical conditions such as, obesity and calcification can be a contributing factors in the event, however, patient anatomical condition was not reported. The most probable cause for the guide break is related to operational context in the use of the device. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database revealed no other incidents reported from this lot, suggesting there are no lot specific product quality deficiencies. To assure that all products perform according to specifications they are subject to inspection and a quality control audit inspection is performed to verify product quality.